Event description:
Co received a medwatch report from the customer. They reported that on 2 occasions where they were using a 4-wire pt cable connected to the m1403a telemetry system, the second channel ECG wave could not be changed. When they tried to change the leads in the 2nd ECG channel, the lead label would change, but the wave form stayed the same in the telemetry functions task window.